Event description:
It was reported that the device received an alarm error code message. The error code displayed was 133.6090. The main speaker was swapped and still the error has not cleared. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged main speaker, due to error 133.6090. A review of the device history record showed the device had a manufacture date of 28sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the main speaker faulty. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information d8, d9, h3, & h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 133.6090. The main speaker was swapped and still the error has not cleared. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The main speaker was swapped and still the error has not cleared. There was no patient involvement.